Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, post-paced t-wave oversensing was observed on stored pacemaker-mediated tachycardia egm. The pmt episodes appeared to be true episodes of pmt that were quickly terminated by the pmt algorithm. Technical services suggested programming changes will be made during patient's next in clinic visit.